Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed.based on the results of the investigation, a probable root cause could not be identified. In addition, the following reportable malfunctions were identified during the device evaluation: circuit board unit in scope connector is dirty. Based on the results of the investigation, it is likely the most probable cause of the dirty scope connector could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.

Event description:
It was reported the colonovideoscope exhibited no image during inspection for use. There were no reports of patient involvement.